Event description:
Customer reported a minor injury sustained while operating the coulter ac-t diff 2 analyzer. While troubleshooting the analyzer without assistance from beckman coulter inc personnel, the operator accidentally pierced her finger on the probe. The operator was replacing the pneumatic check valves attached to the white blood cell (wbc) bath and she activated the analyzer resulting in the probe piercing her finger. The analyzer was powered on at the time of the event. The operator was wearing appropriate personal protective equipment. The operator was treated by a physician and first aid was administered. Her finger was bandaged. The operator has since tested negative for infectious disease.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer replaced the wbc bath and probe assembly and verified instrument operations. The operator was in the process of cleaning the baths and replacing the wbc check valves when she accidentally closed the cap pierce door and pierced her finger. The operator did not follow the service and maintenance procedures, replacing check valves and cleaning the closed vial station located in the operator's guide instructing her to turn instrument off prior to replacing check valves. Root cause was user error. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 to (B)(4), 2010 of complaints for add'l reportable events.